Event description:
Customer reported that the sensor was reading below 85%. The customer stated that the infant was pink but limits were set at 88% so user turned fio2 up. There was no change in readings. Fio2 was turned up to continuous with no changes seen. User drew arterial blood gas after changing sensor position. Pao2 on abg was >240. User replaced sensor with new sensor, new sensor increased readings to 100% immediately.

Manufacturer narrative:
It is unk of the pt's weight at the time of the event. Per oximax max-n directions for use (dfu): indications/contraindications: 'the nellcor oximax neonatal/adult oxygen sensor, model max-n, is indicated for... Neonates weighing less than 3 kg or adults weighing more than 40 kg...' It is also unk the position of the sensor. Per dfu: instructions for use note: 'if the sensor does not track the pulse reliably, it may be incorrectly positioned... If any of these situations occurs, reposition the sensor or choose an alternate nellcor sensor for use on a different site.' The dfu cautions: '2. Failure to apply the max-n properly may cause incorrect measurements.' And, '8. If the sensor is wrapped too tightly or supplemental tape is applied, venous pulsations may lead to inaccurate saturation measurements.'